Event description:
Event #1 ¿ [redacted date]: the diagnostic ultrasound catheter would not complete initialization with the system. The catheter was removed and replaced - no patient harm. Lot # g4117977. Event #2 - [redacted date]: catheter lost connection - catheter was not recognized, lot # g4120423. Clinical site notified mfg directly. Manufacturer response for ultrasound catheter, soundstar ultrasound catheter (per site reporter) clinical site notified mfg directly.